Event description:
The biomed stated when the right siderail is plugged in; the head section runs down by itself.

Manufacturer narrative:
The biomed isolated the issue to stuck keys on the switch assemblies. The account replaced the siderail switch assemblies to repair the bed.